Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The gib board was evaluated and replaced during service. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system produced unintended fluoroscopy. Additional info was received confirming that an unshielded patient was exposed. There is no report of death or serious injury associated with the event. There is no report of death or serious injury associated with the event. This resulted in aro (accidental radiation occurrence).